Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks for supra ventricular tachycardia. The physician elected to make programing changes. The patient was in stable condition afterwards.